Event description:
It was reported that at 138,117 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam fired straight out of the fiber. The procedure was completed using a second surgical fiber. Outcome: "ok" - no patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the metal cap exhibited signs of melting. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).